Manufacturer narrative:
According to the facility, during an ent case, "there was a small crack on the top of the suction tip that was not recognized by the surgical team. The surgeon used the suction tip in the throat and the crack in the suction tip caught the uvula and caused a small tear in the uvula. The surgeon was able to cauterize without further issue." The procedure was able to be completed. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, during an ent case, "there was a small crack on the top of the suction tip that was not recognized by the surgical team. The surgeon used the suction tip in the throat and the crack in the suction tip caught the uvula and caused a small tear in the uvula. The surgeon was able to cauterize without further issue."